Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated the malfunction alarm would be cleared. The customer was advised by tandem technical support to not reset the pump, however the customer stated that the pump would be reset. It was indicated that the customer would continue to use the pump until replacement arrives and has manual injections available as alternate insulin therapy.